Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint since the device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code: 2017 clarifier: incorrect prep.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous proximal left circumflex artery. After rotablation was performed and a 3.0x8mm nc trek neo balloon dilatation catheter was advanced. During inflation the first inflation the bdc ruptured at 8 atmospheres. It was noted that 3.0x8mm nc trek neo was not soaked prior to use, gauze was soaked with saline and wiped the device prior to use. Another 3.0x10mm balloon to pre-dilate and a 3.0x12mm xience skypoint was successfully implanted. A 3.0x12mm nc trek neo was used for standard post dilatation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.